Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a patient who was receiving lioresal 2000mcg; 7.5 mcg/day (lot number was unknown) via an implantable pump for intractable spasticity and other spasticity. The date of the event was approximately (B)(6) 2015. It was reported the physician believed the patient was getting overdosed. The patient was flaccid and sleepy. The patient's mother reported that on (B)(6) the patient's left arm was tight, and it was difficult to spread their legs apart. The physician increased the dose by 7 percent. On (B)(6), the patient was lethargic and pupils were slow to respond. On (B)(6), the dose was decreased by 10 percent because she was sleepy all the time and experienced dizziness. The patient felt better for a few hours after dialysis. The patient did not have a fever, their urine was clear and they lost 5 pounds. The physician lowered the patient's dose from 9mcg basal rate to 7.5mcg basal rate. It was unknown if the issue was resolved. The patient was getting a 15mcg bonus at 0000 with a basal rate of 7.5mcg. It was unknown if the dose was lowered on friday. The logs were read and nothing was noted. It was unknown if surgical intervention was planned. Patient status at time of this report was alive; no injury. The cause of the event, interventions, medical history, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.